Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 3.00mm x 12mm maverick 2 balloon catheter was advanced for post dilation. However, after intra-stent dilation, the device was difficult to be withdrawn and it was noted that the balloon was severely wrapped on the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. The shaft, balloon and tip was examined. The balloon was loosely folded. Since the guide catheter used in the procedure was not returned for analysis a test 6f guide catheter was used for functional testing. The maverick 2 was successfully advanced and withdrawn through a 6f guide catheter. There was no evidence of any damage or irregularities contributing to the reported advancing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that during deflation of the balloon, the guide catheter was trapped between the foils of the balloon. When the physician decided to remove the balloon, the guide catheter came with and the whole system was removed. Another guide catheter, balloon, and stent were used to complete the procedure and the patient was safe.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that during deflation of the balloon, the guide catheter was trapped between the foils of the balloon. When the physician decided to remove the balloon, the guide catheter came with and the whole system was removed. Another guide catheter, balloon, and stent were used to complete the procedure and the patient was safe.